Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device has the body broken in the middle of the device at 311.5cm from the proximal section, also the body is kinked in the middle of the device. The spring tip was returned. The overall length couldn't be measured due to the device condition. All outer diameter sections were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04498. It was reported that a rotawire fracture and vessel perforation occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the rotawire¿ was detached and the burr advanced itself in the coronary artery and vessel perforation occurred. A thoracotomy incision and surgical procedure were performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04498. It was reported that a rotawire fracture and vessel perforation occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the rotawire¿ was detached and the burr advanced itself in the coronary artery and vessel perforation occurred. A thoracotomy incision and surgical procedure were performed. No further patient complications were reported.